Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced eight infusion sets fell off during use. The infusion set was in use for 2 hours. The patient resolved the event by replacing the infusion set and insulin was resumed successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) MDR (B)(4) device 2 of 8.